Event description:
The following has been reported: biomed reported: "pump problem". No patient harm or any active infusion stopped. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for mechanical hardware failure (air compressor). A mock infusion was attempted but red pump alarmed when the pneumatic cycled. The engineering pneumatic plate was installed and resolved the issue, confirming the air compressor to be the issue. The air compressor will be removed and replaced in repair. The rear cover o-ring is unseated and will need to be reseated. Additionally both the fva lip seals, and loading pin lip seals had excessive debris build up, they were cleaned with alcohol but will be replaced during repair. The ground braids are uninsulated and will be replaced with insulated ones. The main pcba has a broken connector (j41) and will be removed and replaced. After all repairs have been made the device will be sent to the test line for full functional testing.

Manufacturer narrative:
N/a.